Manufacturer narrative:
(B)(4). Method: the complaint mr290 chamber was received at fisher & paykel healthcare (B)(4) for evaluation. Results: visual inspection revealed that the chamber dome was cracked by the hinge bracket. No stress marks were observed. A lot check revealed no other similar complaints for lot date 130920. Conclusion: the hospital reported that the chamber was used during high frequency oscillatory (hfo) ventilation. This type of ventilation is capable of producing pressures in excess of 80cmh2o. The integrity of the chamber can be affected when pressures exceed 80cmh2o. Every mr290 chamber is pressure tested following the manufacturing process to check for any leaks present in the chamber dome due to cracks and other causes. In addition, the pressure test is followed by a visual inspection of each chamber. Any chamber which fails either of these tests is rejected. The chambers would have met the required specification at the time of production. The customer has confirmed that the subject chamber was in use for five days before the crack was observed, which indicates that the chamber became damaged during use. Our user instructions that accompany the mr290 state the following: "use of the mr290 above the maximum operating pressure [8kpa (~80cmh2o)] may lead to cracking, water leakage and, on rare occasions could lead to a loss of ventilation pressure." "Set appropriate ventilator alarms." "Perform a pressure and leak test on the breathing system and check for occlusions before connecting to a patient."

Event description:
A medical centre in (B)(6) reported via a fisher & paykel healthcare field representative that an mr290 autofeed humidification chamber dome had a crack. This was observed after five days of use with a humming ventilator.no patient consequence was reported.